Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an unknown sling implanted. The patient was implanted with an artificial sphincter device on an unknown date. Should additional information be received a supplemental report will be filed for the addition information.